Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported delayed keypad response which was reproduced. The delayed keypad response was found to be caused by a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a delayed keypad response during programming/set up. There was no patient involvement. No additional information is available.